Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. No problems were found. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system froze while priming" (failure to prime). The customer reported the system froze while priming. The facility biomedical engineer was contacted, but he didn't know anything about the event. The company sales representative stated the patient was on the operating room table for surgery when the system froze. The system was rebooted and surgery proceeded. No patient injury was reported.